Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument (part#: 480545-04 / lot-sequence#: t91220324-0218 / UDI# (B)(4) related to this reported event and completed a device evaluation. Failure analysis investigations confirmed a firing failure via the error logs, but could not replicate the firing failure in-house. The error logs found one firing failure due to tissue thickness at 78% fire completion. The instrument was tested in-house and passed the initialization test. Clamp and fire functionality passed with no issue on test sheets. Staple formation was proper and there was no damage to the stapler¿s components. The secondary allegation of there being issues installing the stapler instrument on system arm #3 was also confirmed via a log review, but not be replicated in-house. The instrument was placed on an xi system arm and was recognized and engaged by the in-house system. No engagement error messaged occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was a stapling issue with the sureform 45 curved tip stapler, where one fire faulted and the knife remained out. Additionally, the operating room team had an issue installing the stapler on arm 3. The procedure was completed with the same instrument. There was no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform was inspected prior to use with no damage noted. At the time of the event the instrument was firing to cut a segment of the lung. The instrument stopped and a message appeared "danger unable to complete fire and knife may be exposed". The reload used was blue and was to cut the pulmonary parenchyma. The sureform was only used once. They had fired 3 times when on the fourth fire it stopped. No obstructions were encountered by the surgeon. Due to the instrument stopping there were a few malformed staples. The surgeon did not have any clamping issues. The tissue was not calcified and it is unknown if the tissue was exposed to radiation. There was no tissue tension or bunching. The issue was resolved with the surgeon removing the instrument and replacing the reload. Instrument and reload are available for evaluation no image or recordings can be provided. No patient information can be provided.